Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the touchscreen on a 980 ventilator became unresponsive. The clinician reported that during an inspiratory hold maneuver the touch screen froze/became unresponsive for approximately 5 minutes and that they were not able to make any changes to the parameters. The ventilator continued to ventilate the patient as set and therefore was not removed. The patient was extubated for clinical purposes later that afternoon. There was no patient harm or injury as a result of this event.